Event description:
On (B)(6) 2009, the pt reported that she changed the insulin cartridge (competitor product) and had to complete 3 prime cycles before insulin would drip from the end of the infusion tubing (competitor product). She noticed a large amount of insulin had collected in the cartridge compartment of the infusion device. She poured the insulin from the cartridge compartment, but she was unable to completely dry the insulin from the infusion device. She stated, she was advised by her physician that the competitor products could be used in the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.